Manufacturer narrative:
(B)(4). Date sent: 12/21/2023. D4: batch #344c89. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc10 device was received with no apparent damage and with a reload present. The reload was received with the swing tab in the unlocked position. The reload had the proximal 1 driver up without staples, and the remaining drivers down with staples present. The device was tested for functionality with the returned reloads. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. As it is possible that the firing knob was not returned to its home position while loading the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 344c89, and no non-conformances were identified.

Manufacturer narrative:
(B)(4), date sent: 12/4/2023.

Event description:
It was reported that during an open gastrectomy, the device locked out at 1st firing. The 2 staples were protruded from the root. There is a possibility that the stomach was thick. The device was used on the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 11/20/2023. D4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "the device locked out"?=>the product stopped firing. 2. Did the reload lockout and would not work?=>yes. 3. Did the reload begin to staple and cut, but then jammed? =>unknown.4. Did the device staple?=>yes. 5. If the device staple, was the staple line complete? =>no.the device staple only 2. 6. If the device staple, what was the shape of the staples (b-formation, irregular, legs straight)?=> the shape was correct.7. Did the device cut?=yes, but a little. 8. If the device cut, was the cut line complete? =>no. 9. Were the cut line and staple lines equal?=>no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.